Event description:
During the procedure, it was reported that the guidewire perforated the ultraflow catheter. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B) (4).